Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon analysis of the available information, it was determined that the cause of the event was due to an incomplete prime, which is a known cause of system error 2240. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp had connected while the hc was still in prime. The hp closed the transfer set but stayed connected after opening the patient line in initial drain. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy so that the hp could start over with new supplies. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.